Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the calcified left anterior descending (lad) coronary artery. The 15mmx2.5mm maverick2 monorail balloon ruptured below the rated burst pressure. The total number of inflations and to what atms is unk. The procedure was successfully completed with this device. There were no reported patient complications. Patient status listed as "good".